Event description:
The customer reported that the ventilator went vent inop while in use on a pt. The customer was uncertain if the ventilator alarmed during the event. There was no pt harm reported. Vent inop, when in use, will stop providing veintilatory support to the pt. The respironics svc tech confirmed the reported problem, and reported that the alarm was operating to specification. The svc tech replaced the sensor board to connect the problem. The svc tech performed final tesing and the ventilator passed to operating specifications.